Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer did not remove the cartridge outside of the load sequence. Thecustomer reloaded the cartridge to address the issue. Customer¿s blood glucose level was 100 mg/dl.